Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the threads of the healicoil anchors peeled on insertion into the humeral head, there was separation of the threads from the core anchor. All the anchor material was removed from the patient with the help of forceps. Non-significant surgical delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole, no void left in the patient. No further complications were reported.